Manufacturer narrative:
(B)(4) - the device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. This is one of two events of a fluid leak reported for the same patient involving two separate malfunctions on subsequent treatments.

Event description:
Peritoneal dialysis nurse reported that the patient experienced a fluid leak that occurred on (B)(6) 2017. The patient completed treatment with continued ambulatory peritoneal dialysis. The patient was already on antibiotics due to a previously reported event of peritonitis. It is unknown if the cycler alarmed when the leak occurred. Additional information was solicited.